Event description:
The customer reported that a patient with multiple myeloma was receiving a transplant of autologous cells. After the nurse ensured tight connections to the patient¿s central line, she began infusing the cells following the standard of care. Upon completion of the cellular therapy, the nurse went to disconnect the tubing from the line and found that the patient was all wet. There was a substantial amount of cells lost due to leaking from the connection site of the maxzero needleless connector and the IV tubing. This patient was unable to receive the entire treatment of their transplant, however, there was no reported harm to the patient.

Manufacturer narrative:
The customer¿s report that the maxzero leaked at the connection was not confirmed. No anomalies were observed during visual inspection. Functional testing was performed; no leaks were observed at the maxzero connector. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that a patient with multiple myeloma was receiving a transplant of autologous cells. After the nurse ensured tight connections to the patient¿s central line, she began infusing the cells following the standard of care. Upon completion of the cellular therapy, the nurse went to disconnect the tubing from the line and found that the patient was all wet. There was a substantial amount of cells lost due to leaking from the connection site of the maxzero¿ needleless connector and the IV tubing. This patient was unable to receive the entire treatment of their transplant, however, there was no reported harm to the patient.